Event description:
Clinical study-2 days after a coronary artery drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The pt presented emergently to the cath lab in 2004 with an acute myocardial infarction (ami). The pt was administered IV 2b3a medication, and oral plavix and asa. The lesion being treated was a bifurcated, 2.5 mm, 90% thrombosed mid left anterior descending (lad) artery lesion. The lesion was not predilated. The physician placed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent in the mid lad. The physician then maneuvered an angioplasty balloon through the stent struts to the diagonal and angioplastied the diagonal lesion. The pt was continued on plavix and asa post procedure. On the 2nd day, the pt returned to the cath lab where repeat angiography revealed a sub acute thrombosis within the taxus stent. This was successfully treated with angioplasty and thrombectomy. Post procedure enzymes met criteria for a mi. The pt was discharged from the hospital on plavix and asa. In the opinion of the physician the relationship of the event to the taxus stent is "probable."